Event description:
It was reported that during a device interrogation the programmer's display screen went black and generated an error. Follow-up determined that the programmer was changed out and that there was no harm to the patient. It was further reported that there was a loose piece of plastic on the left side of the programmer's cover. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to reproduce the reported error, however it was found in the error log and the nylon standoff was replaced as a preventive. The hard drive was reconfigured and the software reloaded. Analysis also confirmed the plastic was broken off the top corners of the bezel and the overlay/bezel assembly was replaced and the stylus calibrated. It was additionally noted that the keyboard latch was broken so the keyboard was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.